Manufacturer narrative:
(B)(4). Photo evaluation summary: one photo was provided. The picture shows an anvil with the washer loaded. The washer appears to be uncut and indented. Tissue is observed on the side of the anvil with staples on it. One staple can be seen not fully formed. The condition on the washer could be due to an incomplete firing cycle. Based on the photo reviewed the event described is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a low anterior resection and loop ileostomy: cdh29a - staples did not properly form after firing - did not seem to cut the tissue and staples had open legs - not formed into b shapes. Anastamosis not formed - see photo. Washer does not appear to be broken. Both device and anvil returned. Tissue not too thick and device fired with no stopping of movement during firing procedure. Did not identify a crunch or audible sound when fired. The operation took another 30 mins to complete as had to redo the anastomosis - had to open another cdh29 and contour to complete the procedure.

Manufacturer narrative:
(B)(4). Batch # r5a46u. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented, with no staples present. The device was reloaded with staples and tested for functionality with a test washer; a slow return was noted on the device when fired. The knob movement was enough that it will not allow to complete the firing stroke. The staples were all exposed and the washer was not cut. While no conclusion could be reached as to how the slow returned occurred, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.